Manufacturer narrative:
(B)(4). The service engineer inspected the device and replaced the battery. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that during testing an 840 ventilator had a battery failure. There was no patient involvement.